Event description:
Patient required blood transfusion. Three alaris modules and two sets of blood tubings failed to work properly with the "air-in-line" alarm, although there weren't bubbles apparent in the tubing. Delay of initiating transfusion, but did not negatively impact patient.